Manufacturer narrative:
Hamilton medical ags reference:(B)(4); hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that the device unexpectedly shut down and triggered tf444001 (batteries total discharge / battery totally discharged), after which it switched into ambient mode condition. The patient was disconnected from the hamilton-c3, and the user provided manual ventilation. The device was then restarted successfully and powered on normally, allowing ventilation to be resumed. The device was later inspected and found to be operating normally. The investigation to verify the allegation is still in progress.